Event description:
Regular severe chest pains lasting 3 minutes or less per episode. Frequent flushing or "hot flashes", tremors, palpitation/heart flutters, numbness/tingling left arm, stomach pains, nausea, headache, pain in back "behind" heart.